Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that there was an ECG malfunction. The rse guided the customer to rerun operation check without ECG leadwire, and after completing the operation check, no faults were found. The operation test was successfully passed, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG malfunction.